Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the deployment button of a 5f exoseal vascular closure device (vcd) was extremely stiff and appeared stuck. Hemostasis was achieved by manual compression. There was no reported patient injury. The device was used in an interventional procedure with a retrograde approach. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow slowed and the indicator window turned solid black. When the button was pressed, it would not depress at all, and no red color was observed in the indicator window during retraction. Excess force was applied to attempt deployment, but the button never deployed the sealant. The physician was certified in the use of the exoseal vcd. The device and packaging showed no visible damage and were stored and prepared according to the instructions for use. Femoral artery suitability and vessel diameter (=5 mm) were verified by angiography with an insertion angle between 30° and 45°, and no calcification, plaque, tortuosity, stenosis, nearby stent, or pre-existing access site complications were noted. The device will not be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the deployment button of a 5f exoseal vascular closure device (vcd) was extremely stiff and appeared stuck. Hemostasis was achieved by manual compression. There was no reported patient injury. The device was used in an interventional procedure with a retrograde approach. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow slowed and the indicator window turned solid black. When the button was pressed, it would not depress at all, and no red color was observed in the indicator window during retraction. Excess force was applied to attempt deployment, but the button never deployed the sealant. The physician was certified in the use of the exoseal vcd. The device and packaging showed no visible damage and were stored and prepared according to the instructions for use. Femoral artery suitability and vessel diameter (=5 mm) were verified by angiography with an insertion angle between 30° and 45°, and no calcification, plaque, tortuosity, stenosis, nearby stent, or pre-existing access site complications were noted. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18466502 presented no issues during the manufacturing process that can be related to the reported event. The reported event of "deployment lever (button) frozen/locked" could not be observed as the device was not returned for evaluation. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿the IFU instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug.¿ neither the product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.